Manufacturer narrative:
D9, h3 - device returning status updated from yes to no. The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information reported through the complaint report, a conclusive cause for the reported balloon rupture could not be determined. Possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, insufficient prep, interactions with other devices or lesion calcification. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left iliac vein without calcification and without tortuosity. The 8.0x60mm armada 35 balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced without resistance; however, the balloon ruptured during the first inflation at nominal pressure of 6 atmospheres (atms). A larger size balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.